Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and extremity/abdominal swelling. A lead unipolar impedance warning was noted for low impedance on the right ventricular (rv) lead. Trends have stabilized. The lead remains in use. No further patient complications have been reported as a result of this event.